Event description:
It was reported that four months after surgery while the health care professional (hcp) was programming the implantable neuro stimulator (ins), the status changed automatically to constant current mode, the screen changed, and the impedance changed. The hcp reprogrammed the ins to constant voltage mode during which the ins battery turned off and indicated end of service. The device was explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; ins was functionally ok.